Manufacturer narrative:
The companion 2 driver was placed in another companion hospital cart, and the patient was switched back to the companion 2 driver without impact. This alleged failure mode poses a low risk to a patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion hospital cart will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the syncardia temporary total artificial heart (tah-t) implant procedure and subsequent recovery phase. The customer reported that the companion hospital cart display functioned but that the touchscreen did not respond to touch. The companion 2 driver continued to perform as intended, providing its life-sustaining functions to the patient. The patient was switched to a css console without adverse impact. The customer also reported that a calibration of the companion 2 driver and hospital cart was performed in the hospital lab. The companion 2 driver screen was successfully calibrated, but the hospital cart screen would not accept the calibration.